Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels and extreme thirst. The blood glucose reading was 433 mg/dl. The customer observed a cloudy spot, describing it was a cluster of insulin. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime and no leak was noted. There were 3 no delivery alarms observed in the alarm history. Unable to continue troubleshoot due to lack of tubing clamp. Advised the customer to call back when the no delivery alarm occurs for proper troubleshoot for the issue. Nothing further reported.